Manufacturer narrative:
Evaluation summary: with the information provided, a root cause for the broken drill bit cannot be identified. The use of a stryker drill on the "ream" setting is strongly considered a contributing factor as the ream setting would deliver higher torque at a slower speed to the drill. However, the bone quality, obstructions and other factors are not known that could have also contributed to the fracture of the bit. Evaluation: as returned, the drill bit is fractured in the fluted portion of the shaft. An examination of the fluted portion of the bit shows some damage. Manufacturing documentation for this lot has been reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The device has a potential field age of one and a half months. Sem analysis on the fracture surface showed primarily a brittle fracture in cleavage mode, indicating an overload fracture.

Event description:
It is reported that while drilling the hole for the bone screw, the drill bit broke in the patient's acetabulum canal. The remaining piece of the drill bit was left in the patient. It is also reported that the hand piece that was being used with the drill bit was on the ream setting instead of the drill setting.